Event description:
Reporter indicated that communication with the patient's generator was difficult. Additionally, the patient reports that the only position in which they can initiate magnet mode stimulation is when their arm is above their head and the magnet is swiped from their armpit to their chest. The patient's generator was reportedly implanted subpectorally for aesthetic reasons. Investigation to date has been unable to determine if the device is functioning properly or whether the difficulties with communication/magnet mode stimulation are due to the subpectoral placement of the generator. The patient plans to follow-up with different neurologist who has successfully communicated with their device in the past.